Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3389s-40, lot# v568687, implanted: (B)(6) 2011, product type: lead. Product ID 3389s-40, lot# v591420, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient saw the healthcare provider (hcp) approximately three weeks prior to (B)(6) 2015. They attempted to titrate her settings and reprogram her device with different electrode configurations, but no additional efficacy was noted except for increased side effects. She had contractions when stimulation was titrated up that began on an unknown date. She was referred to a neurosurgeon and an x-ray and MRI were ordered. The patient needed a brain MRI because she was not getting good effect on her left brain or right body side. Impedances were measured on (B)(6) 2015 at 3 volts and found to be high on the left side, all from 4,575 to 7,107 ohms. Two electrode combinations were found to be within range: 0 <(>&<)> 1 and 2 <(>&<)> 3. The unipolar and bipolar combinations were found to be about the same. The right side impedances were all within range. The rep tried to troubleshoot the situation by palpating the device header-extension connection while checking the electrode impedances. There was no difference at the device header-extension connection, but there was a decrease in some of the electrode impedance measurements while manipulating the lead-extension connection in the neck. The impedances lowered by as much as 1,000 ohms in some of the electrode combinations, but they were still out of range. The decrease was observed when the patient's head was leaning left; when her head was leaning to the right the impedances were the same or higher. The patient fell about one year ago and hit h ER left head and shoulder against the wall. However, she could not confirm that her therapy changed significantly in the months following this fall. Due to the impedances the MRI was not recommended. A CT scan to identify the lead location, along with an x-ray to assess for lead fracture, were done instead. The hcp saw the patient on (B)(6) 2015; the x-ray revealed no obvious fracture and the CT scan confirmed excellent lead location. The contractions were possibly the result of titration of the voltage or pulse width. The rep was not sure how high the hcp went on the patient's settings when she was adjusted. The patient had no more contractions and was responding to the therapy, but not as well as in the past. The battery was low, so the hcp discussed the option of changing the battery and then disconnecting at the left lead-extension connection for the right body. The hcp would use the short stylet along with the clinician programmer and external neurostimulator (ens) to test impedances on the lead alone to determine if it was the lead or the extension bringing about the potential issue. The patient was in the process of deciding her choice and nothing had been scheduled yet. The patient's indications for use were parkinson's dual and movement disorders.